Event description:
Non-dehp solution set defective. Upon starting lipid administration, rn noted lipids coming out of port located right above the filter. Pharmacy was notified. New lipid solution made, and new setup used. Solution set given to pharmacist. No harm to patient just a delay of lipids.